Manufacturer narrative:
Date of event: (B)(6) 2016. Hospital's reporter: nurse (hospital will not provide name of reporter).

Event description:
The international customer reported oxygen device failed occurred while v60 unit was being used with fio2 at 22%. The unit was being used on a patient when the issue occurred. There was no adverse patient effect.

Manufacturer narrative:
Device evaluation: the gas delivery system (gds) was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system was installed in the fi test ventilator in an attempt to duplicate the reported problem. Resolution and disposition: the gas delivery system assembly was tested and no failures were identified. The root cause for the customer's experience of oxygen device failed could not be identified at component level. (B)(4).